Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial k result was 5.8 mmol/l, and the repeated result was 4.6 mmol/l. The sample was repeated because the initial result was considered to be critical. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
It was noted that a "sample clot alarm" occurred right before qc was performed. It was noted that the sample tube was not fully spun, and gel was observed at the bottom of the tube. The customer found that the samples were clotted (poor sample quality), and service was declined. The investigation determined the issue was due to an unintended user error.